Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event rupture was requested on 04-dec-2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture diagnosed via MRI. Later, healthcare professional reported rupture confirmed via MRI and ultrasound. The device has been explanted and replaced.

Event description:
Patient reported left side rupture diagnosed via MRI. Later, healthcare professional reported rupture confirmed via MRI and ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.